Event description:
This was a spontaneous report from a (B)(6) old female pt reporting on herself from the united states: (B)(6). This report contains initial and follow-up info received on (B)(6) 2011 and (B)(6) 2011 combined. The pt's height, weight and medical history were unspecified. The pt was treated with precise pain relieving heat patch (topical) one patch applied for back pain. Concomitant medications were not reported. On (B)(6) 2011, the pt experienced a second degree burn that blistered (application site blister) which was very painful and uncomfortable. The pt consulted her health care provider for the events and was prescribed azithromycin (tablets, oral) 250 mg, two tablets on (B)(6) 2011 and was instructed to take one tablet daily for four more days. The action taken with precise pain relieving heat patch was ongoing. At the time of the reporting, the outcome of the events was not recovered. This report was serious (medically significant).